Manufacturer narrative:
(B)(4). The lot/serial number was not provided by the customer. Therefore, a manufacturing date is not available.

Event description:
It was reported that, during patient use, a ventilator generated an abnormal noise when the fraction of inspired oxygen (fio2) was set at 100%. Although, the device continued cycling, the patient was transferred to another ventilator without harm.

Manufacturer narrative:
(B)(4). The replaced oximeter was received for investigation. It was attached to a test ventilator, and allowed to run on multiple settings. The mixer generated an unusual noise between 40 and 100% of oxygen, and produced inaccurate readings on the meter and the ventilator¿s display. Internal inspections found that components (silicone and filter) were dirty, which could have caused the reported noise at higher settings. The customer reported malfunction was verified.

Manufacturer narrative:
The device was repaired and the reported problem was isolated to contamination by foreign material. If information is provided in the future, a supplemental report will be issued.